Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp procedure on (B)(6), 2010. According to the complainant, after the stent was properly deployed within the bile duct, the inner sheath of the delivery system got caught within the stent, which inhibited proper bile drainage. In order to remove this portion of the delivery system, the physician needed to use an argon plasma coagulation laser to trim the inner sheath; however, a piece remained stuck inside the stent. The patient's condition following the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on november 5, 2010. The physician attempted to remove the remaining portion of the catheter, but was unsuccessful. The anatomy was not tortuous. It is unknown if the stricture was predilated.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause of the issue is being attributed to operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp procedure on (B)(6) 2010. According to the complainant, after the stent was properly deployed within the bile duct, the inner sheath of the delivery system got caught within the stent, which inhibited proper bile drainage. In order to remove this portion of the delivery system, the physician needed to use an argon plasma coagulation laser to trim the inner sheath; however, a piece remained stuck inside the stent. The patient's condition following the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required.(B)(4) catheter delivery system difficult to remove.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.